Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician was using the guidewire to access the bile duct and it was noticed that the coating ptfe peeled inside the common bile duct (cbd) and was having difficulty removing the guidewire. The patient was sent to interventional radiology (ir) to retrieve the detached piece; however, upon removal, the core wire broke and the detached piece remained in the cbd. The procedure was completed with a second hydra jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.